Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2010 and performed to specification up to 19th july 2015. During this time an increase in voltage suggests a further pad-pak was installed. Also during this time the device records two separate occasions in which the device recorded an in range impedance with the device delivering one 150 joule shock on each occasion. Multiple manual power ups, mainly of ten minutes duration, where observed between the 25th july 2015 and the last log entry on the 12th august 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the measurements taken during the investigation would confirm a failing membrane. The fault could not be replicated with a new membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.